Event description:
T was reported that instead of alerting that the infusions were complete, the infusions would transition to keep vein open rate. The customer noted this started when moving to interoperability and the lack of an alert contributed to delays in intervention and resulted in low patient blood pressures. The customer also requested the following product enhancement/change. "I wanted to ask if there is a way to disable kvo or modify this behavior".

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.